Manufacturer narrative:
These reports are applicable to asr exemption number 1997047; a total of six (6) events are being summarized. Report 1: the lead was in use for treatment. It was reported the lead was explanted due to an infection, and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. This lead was implanted for approximately 17 years, 2 months. Report 2: the lead was in use for treatment. It was reported the lead was explanted due to an infection, and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. This lead was implanted for approximately 19 years, 11months. Report 3: the lead was in use for treatment. It was reported the lead was explanted due to an infection, and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. The lead was implanted for approximately 6 years, 6 months. Report 4: the lead was in use for treatment. It was reported the lead was explanted due to an infection, and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. The lead was implanted for approximately 18 years, 3 months. Report 5: the lead was in use for treatment. It was reported the lead was explanted due to an infection and erosion, and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. The lead was implanted for approximately 19 years, 5 months. Report 6: the lead was in use for treatment. It was reported the lead was explanted due to an infection, and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. The lead was actively implanted for approximately 17 years, 7 months. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. The instructions for use (IFU) informs the user: the leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. No allegation our leads failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Based on the investigation, a CAPA is not required. These leads are no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
This report summaries 006 reported events: report 1 - (B)(4). The customer reported the device was explanted due to (B)(6) infection on (B)(6) 2017. The field representative then asked where was the explant location. The information we received did not indicate the location of the hospital where the explant occurred. Patient identifier (B)(6). Report 2 - (B)(4). The customer reported they received a call from their rep, that indicated that the system was explanted due to infection. The field representative validated that the extraction occurred on (B)(6) 2018. The explanted products will not be returned, the returns department as the hospital kept it. Report 3 - (B)(4). The customer received the registration form for this patient showed that his oscor atrial lead was explanted due to infection; patient male, date of birth (B)(6). Report 4 - (B)(4). The customer reported the leads were attached to a device and the system was infected and explanted on (B)(6) 2018. Per the representative the leads were functioning fine prior to explant. Patient identifier (B)(6). Report 5 - (B)(4).. The customer received information that this right atrial (ra) lead was part of a system revision due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. Patient identifier (B)(6); date of birth (B)(6).. Report 6 - (B)(4). The customer reported this lead was capped. Additional information was received on 04/14/2018 this lead was later explanted on (B)(6) 2017 along with a system that had been explanted due an infection event with an event date of (B)(6) 2017. This report was also reported on medwatch number 1035166-2017-00054.